Event description:
It was further reported that the middle portion of the lad coronary artery, was somewhat tortuous and slight resistance was met with insertion of the balloon catheter. The maverick monorail catheter was removed and replaced with another catheter to complete the procedure. The patient was asymptomatic during this event. A 6f medikite introducer sheath, a neo's guidewire (size unknown), a mach 1 fl 3.5 guide catheter and an encore26 inflation device were also used in this case. The product was successfully completed.

Event description:
It was reported that during a ptca treatment procedure involving a calcified and 99% stenotic lesion in the middle portion of the lad coronary artery, the maverick monorail balloon was suspected to have ruptured at 6 atm's on the initial inflation. Patient status is reported as 'good'. No additional information is available at this time.